Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the elective replacement indicator (eri) triggered. It was also reported that it was not possible to clear the elective replacement indicator message; however, they were able to adjust the parameters. It was further reported that the eri was due to high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance resulted in eri. Battery voltage - battery depletion indicated/eri. Eri caused by high battery impedance noted on 03 aug 2011 prior to explant. (B)(4) version 8 installed on 25 mar 2011.